Event description:
It was reported that during an incoming inspection, it was observed that the tube is not entire and uniform. Reportedly, bubbles of air were observed on the tubing.

Manufacturer narrative:
The device was not returned for evaluation. The reported malfunction occurred during an inspection.